Event description:
A caller reported a cgm error 42 related to their continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. The caller successfully started their sensor session after resetting the pump, resolving the issue without further display of the error code.